Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient was connected to two (2) pumps, two separate IV pumps running primaries with secondary antibiotics. Both pumps ran the secondary antibiotics appropriately; however, when the pumps auto-switched back to the primary infusion, the pump ran the primary infusion bags completely dry despite the fact that both had their volumes set to 250 ml and slow infusion rates. Pump #2 - mentioned in the description for MDR# 9610825-2024-00311.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.